Manufacturer narrative:
This report is submitted on 4 january, 2021.

Event description:
It was reported that the rechargeable battery of the sound processor was found to have allegedly melted while connected to the battery charger. Replacement equipment was sent, and no reports of patient injury are associated with this event.